Event description:
This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("body was allergic to the nickel") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), tooth loss ("teeth falling") and pancreatic disorder ("pancreatic problems"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the allergy to metals, alopecia, tooth loss and pancreatic disorder outcome was unknown. The reporter considered allergy to metals, alopecia, pancreatic disorder and tooth loss to be related to essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('body was allergic to the nickel') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), tooth loss ("teeth falling") and pancreatic disorder ("pancreatic problems"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the allergy to metals, alopecia, tooth loss and pancreatic disorder outcome was unknown. The reporter considered allergy to metals, alopecia, pancreatic disorder and tooth loss to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.